Event description:
Lead management case to extract 3 cardiac leads due to cied system/pocket infection. The ra leads were extracted first successfully using the sls. The sls was used to fully remove the rv lead; however 2 minutes after extraction the patient developed ventricular tachycardia and fibrillation. A sternotomy was performed revealing a tear in the svc which was successfully repaired within 20 of the sternotomy. Patient survived the intervention.

Manufacturer narrative:
(B)(4).